Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device. The pump contained hydromorphone 10.0 mg/ml; bupivicaine 40 mg/ml; clonidine 300 mcg/ml and compounded baclofen 200 mcg/ml at a rate of 0.69 ml/day.